Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement a week after implantation. This lead exhibited issues regarding electrical measurements. Sensing and capture were reported to be unaffected. It was reported that during initial implantation the leads selected were not of the appropriate size but were implanted under physician discretion. The physician decided to exchange the leads instead of repositioning. The patient underwent surgical intervention to remove and replace the lead with the appropriate size. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.